Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt had the leads removed for an MRI but still had the device implanted. Pt let the device go into overdischarge and wanted to know if we should revise so can recharge it or leave it in until she figured out if she wanted to use the device. Add'l info has been requested, but was not available as of the date of this report.